Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user could not access the unlock button on the ilet, and the agent guided the user to perform a firmware update, which proceeded during the call with blood glucose unaffected. Customer care provided support that included remote troubleshooting and verification of a software update. Investigation of this case revealed a software usability issue affecting the screen unlock function that was addressed through a firmware update, with no hardware malfunction identified. No adverse clinical symptoms or injury during the event reported. Outcomes included no alerts, no alarms, and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was software-related and resolved through corrective user guidance and update.